Event description:
International complaint coordinator reports one incident of pt death after using the a-18 dialyzer. During dialysis, pt experienced atrial fibrillation. Pt expired one hour after completing dialysis.